Event description:
Caller reported falling on the pump, which caused the screen background to light up, but screen content was no longer visible. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support decided to replace the malfunctioning pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support informed the customer that the replacement pump would have updated software and gave instructions on using the pump in storage mode and returning the defected pump to tandem within 10 days. Customer understood all instructions and agreed to the plan.